Event description:
As reported via the edwards clinical specialist, a valve in valve was performed due to slightly high placement of the initial sapien valve. Per the case, bav performed with an 18x5 numed balloon under rvp at 180 bpm. The sapien valve was introduced and positioned approximately 60 aortic and 40 ventricular. Valve deployment was initiated under rvp at 180 bpm. Post deployment hemodynamics and tee were indicative of moderate-severe ai, both central leak and posterior pv. Some central ai was related to the wire across valve. Under echo coaptation of all 3 leaflets not visible. The physician attempted to manipulate the leaflets with a pigtail catheter however this was unsuccessful. The valve was post dilated with a 23mm x 3 cm zmed balloon; however, there was no change in ai. A decision made to implant another 23mm valve. A second edwards sapien valve with a new delivery system were prepped and introduced into patient. The second valve was placed slightly more ventricular within the first sapien valve. The second valve was successfully deployed under rvp and the ai was reduced to mild pvl. Increase in diastolic pressure post deployment and valve function were satisfactory.

Manufacturer narrative:
The physician indicated, the ai was most likely related to slightly high placement of the initial sapien. There was no coronary obstruction. The reason for the valve placed high was due to a narrow stj, along with slight under sizing of the valve. Per the instructions for use (IFU), valve malposition is a known potential complications of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, it was noted by the physician that the ai was most likely related to high placement of the valve due to a narrow stj and slight under sizing. There is no documentation of device malfunction. No corrective or preventive actions are required

Manufacturer narrative:
Cine images were submitted to edwards for review of the case. Echo was not submitted. Observations and impressions were drawn based on the imagery review. The observations are as follows: the patient was noted to have severe aortic valve calcification, severe aortic root calcification, and no porcelain aorta. There was moderate mitral annular calcification (mac). The sapien valve was positioned 60:40 aortic, and was deployed 80:20 aortic. During deployment the valve moved aortic approximately 2 mm. The image intensifier angle was fair and there was no loss of pacing capture. The ventilation was held and post deployment aortogram demonstrated aortic regurgitation (ar). The valve was post dilated. A second valve was deployed 1 mm more ventricular. The impressions are as follows: the aortic movement of the sapien valve may be due to severe ventricular septal hypertrophy, minimal valve/leaflet calcification, or preserved lv ejection fraction (ef). Tee was not available to evaluate these factors. Technical considerations include poor coaxial alignment and improper valve position pre-deployment. In this case, the exact cause of the reported event cannot be determined; however, from the imaging review it appears that patient anatomical factors, and preserved lv ejection fraction, in addition to technical and procedural factors, may have caused or contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies have been identified no corrective or preventive actions are required.